Event description:
Consistent rash, with hives, during and post menstrual following use of kotex lightdays longs pantyliners. Complete recovery after cessation of use of feminine hygiene products with self adhesive backing. Dates of use: 2007 - 2008. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.